Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a short battery life in the pump. The reporter denied damage to the battery compartment and battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: there was an unconfirmed occlusion alarm observed in the black box history on (B)(6) 2013 at 03:07; the alarm was observed to be confirmed at 07:41. The pump was tested with an external power supply and the idle, sleep, rewind, and load currents were all within specification. The pump cover was removed and no evidence of moisture contamination was observed inside the pump. The battery terminal contacts were inspected and no evidence of intermittent contact was observed. The initial complaint of short battery life was not duplicated.